Event description:
It was reported that the patient's heart rate dropped below the programmed rate to between 20 and 30 beats per minute. The patient was seen in the emergency room. The device remains in use. No further patient complications have been reported as a result for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.